Event description:
The pump was returned for investigation. Investigation revealed the battery compartment is cracked. This report is made based on results of investigation completed on 11/27/2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/27/2013 with the following findings: evaluation revealed there was a crack along the battery compartment extending from the threads to the fingerpad. Unrelated to the crack the display lens was scratched. (B)(4).